Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis. The blood glucose level was 480 mg/dl at the time of event and the patient got treated with intravenous insulin drip. The length of hospitalization was less than 24 hours. The patient also reported symptoms at the time of hospitalization like stomachache and feeling sick. The patient also had ketones. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008693, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 06-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008693. The count of complaint is 6 which is exceeds 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6008693 was manufactured according to the work instruction (wi) version 88 and manufactured in the multivac 12 on 15-aug-2024, with a total of (B)(4) units. The assembly, lot 4h00563 was manufactured according to the wi version 27 and manufactured in the quickset line, on 15-aug-2025, with a total of (B)(4) units. The assembly, lot 4h00564 was manufactured according to the wi version 27 and manufactured in the quickset line, on 15-aug-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4h00468 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 14-aug-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4f00002 was manufactured according to the wi version 41 and manufactured in the gluing machine mp04, on 04-jun-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4g06098 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08 - 05, on 10-aug-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4h00467 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 - 08, on 12-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint. (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, the thresholds of 7 reportable complaints are met for the lot in question and malfunction code; further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.